Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the operator had difficulty advancing to end of a routine hemodialysis treatment for rinseback of the pt's blood. Rinseback was not completed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide states all alarms conditions must be cleared before automated rinseback can occur. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Manual rinseback can be performed if alarms cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.